Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing leading to loss of cardiac pacing was detected on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.